Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after cardiac resynchronization therapy pacemaker (crt-p) implant, the patient was feeling "strong on one side like beating very strong". The patient indicated that the technician came in and "turned it down and then it was normal again". The patient also indicated "feeling it occasionally starting to beat that way again." The patient was referred to the physician. The crt-p remains in use. No further patient complications have been reported as a result of this event.